Manufacturer narrative:
One titanium port assembly with an attached catheter & a separate section of a catheter was returned for eval. The locking collar of the port was returned in the unlocked position. Once the collar was placed in the locked position, the catheter was not visible through the slots of the locking collar. This is indicative of improper catheter-to-port attachment. Approx 16.2cm of the returned catheter remained attached to the outlet tube of the port assy. The catheter at the point of failure was jagged & contained a 2mm cut in the extrusion at the distal end of the separation. The area of the catheter remaining on the outlet tube contained a small tear, indicating that a sharp object may have been used, when positioning the catheter on the port. The separate section of returned catheter measured 10.8cm & contained a cut in the extrusion at one end. Based on the condition of the returned sample, the damage found to the catheter can be attributed to a use-/procedure-related root cause. The ifus caution that instruments with teeth should never be used when handling the catheter. The catheter should only be grasped at the end that will be trimmed, prior to insertion.

Event description:
It was reported that the port was placed in 2006, in the pt for chemotherapy. While infusing serum to hydrate the pt, the pt complained of pain. The physician decided to take an x-ray. The x-ray revealed an infiltration very close to the port, described to be approx 5cc. On the day of event, the clinicians decided to remove the port. As the physician removed the port, the catheter broke. As a result, another arrow port was placed.